Event description:
It was reported that prior to a da vinci-assisted radical hysterectomy surgical procedure (pre-anesthesia), the customer called in to report that error 23065 occurred on universal surgical manipulator (usm) 4 while setting up the system. The customer had performed a hard power cycle of the system, but the error was not resolved. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed that the error was pointing to an issue with usm 4. The tse suggested to disable usm 4 and use the remaining usms for the operation. The site continued with the procedure as planned. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced universal surgical manipulator (usm) 4 to resolve the reported problem. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed and error 23065 pointing to axis 7 was confirmed as having occurred in the field via logs, but not replicated. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was tested on a testing platform where it failed carriage strength. The complaint was confirmed based on failure analysis.